Manufacturer narrative:
(B)(4). Info is unavailable; device was not returned for eval.

Event description:
It was reported that during a lap gastrectomy the device was scissoring and the clip could not be loaded. Another device was used to complete the case. There were no adverse consequences to the pt. Devices will not be returned.